Event description:
Related manufacturer reference number: 3006705815-2023-08102. It was reported that the patient's leads were exhibiting high impedances. Surgical intervention was undertaken on (B)(6) 2023 in which one of the leads was explanted and replaced while the other lead was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.